Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized. The event was manifested by loose motion, stomach pain, and cloudy fluid. The cause of the event was not reported. The patient was treated with econorm sachet (dose, frequency and route not reported) and unspecified antibiotics for 14 days (dose, frequency, and route of administration not reported) for the event. The patient was discharged after five days and was recovered. The action taken with dianeal therapies was not reported. No additional information is available.